Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 8 bd¿ luer-lok syringes had "lightly burned" barrel flanges. This complaint was created to capture the 3rd of 3 related incidents. The following information was provided by the initial reporter, translated from dutch: "lightly burned flange: 8."

Event description:
It was reported that 8 bd¿ luer-lok syringes had "lightly burned" barrel flanges. This complaint was created to capture the 3rd of 3 related incidents. The following information was provided by the initial reporter, translated from dutch: "lightly burned flange: 8."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval?: yes. D10: returned to manufacturer on: 07-nov-2022. H6: investigation summary it was reported there was multiple defects with product received. To aid in the investigation, two samples with no packaging blisters were received for evaluation by our quality team. A visual inspection was performed. One sample had no defects or imperfections observed. The other sample has a scratch at the top part of the syringe barrel. This defect could occur if there was a jam during the assembly process. A device history record review was completed for provided material number 301035, lot number 0303684. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Verification of the assembly process was performed. The alignment of the rails and conveyors were correct. No pinch points or jammed parts were observed. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed.